Event description:
The hcp reported that the pt had experienced symptoms of bradykinesia and the pulse generator was replaced for normal battery depletion. Telemetry readings obtained at explant had shown an impedance value that was >4000 ohms for the right-sided electrode on contacts 4 and 7, at <15ua.